Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for hub collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub collar separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced hub separates from the device. The following information was provided by the initial reporter. The customer stated "the eclipse needle collar is separating from the hub. "When attaching the transfer needle to the vacutainer holder, the transfer needle adapter breaks off. It was narrowed down to one lot number 0133708 and other employees in the site were having the same issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced hub separates from the device. The following information was provided by the initial reporter. The customer stated "the eclipse needle collar is separating from the hub. "When attaching the transfer needle to the vacutainer holder, the transfer needle adapter breaks off. It was narrowed down to one lot number 0133708 and other employees in the site were having the same issue.